Event description:
It was reported that a patient underwent a da vinci-assisted pulmonary wedge resection procedure and was then closed up. The surgeon reportedly left the operating room (or); however, an unspecified time later, the patient turned gray in color. The surgeon was called in and an exploratory laparotomy was performed. It was found that a seal where a synchroseal instrument was used failed, resulting with excessive bleeding. The surgeon was able to stop the bleeding. The patient was reported to be in stable condition. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information; however, no further details have been received as of the date of this report.

Manufacturer narrative:
Based on the current information provided, the cause of the operative complication cannot be determined. Isi has not received the instrument involved with this event for failure analysis evaluation. A follow-up MDR will be submitted if additional information is obtained. A system log review was performed for this procedure: no relevant errors were observed during this procedure or a summary of relevant errors that were observed. An advanced system log review was conducted by failure analysis engineer and reported that the e-100 generator logs showed that the synchroseal instrument was largely used with no errors with the exceptions of 1 instance of high initial starting impedance and 1 instance of a seal electrode shorted error. These errors are common within procedures and the user was able to utilize the sealing functions after each error. This complaint is being reported due to the following conclusion: after undergoing a da vinci-assisted pulmonary wedge resection procedure, the patient experienced excessive bleeding. As a result, the patient underwent an exploratory laparotomy and the surgeon was able to control the bleeding. The cause of the post-operative complication is unknown.